Event description:
The pump was returned for investigation. Investigation revealed that the force sensor flex pins were found to be partially dislodged from the printed circuit board (pbb). This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated loss of prime with zero force in the black box history. The rewind, prime and load steps were performed on the pump with no loss of prime issues with loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal program with no loss of prime. Investigation revealed that the force sensor flex pins were found to be partially dislodged from the printed circuit board (pbb). Animas conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.